Manufacturer narrative:
Further information was requested but not received. Correction: section h10: statement of missing information should have been included in the initial report.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator change-out procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in an automatic mode switch (ams) episode. The ra lead was capped and replaced on (B)(6) 2023 during the change-out procedure. The patient was in stable condition.